Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No further information regarding the technique or instruments used has been provided to determine a root cause. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure, it was observed that the customer's gryphon fishmouth guide and gryphon obturator were bent in the middle of each device. The sales rep stated they likely bent due to the pressure applied by the surgeon during the case. The customer's gryphon drill bit broke halfway down between the handle and the metal shaft. The sales rep stated this broke due to the other two devices being bent. The sales rep stated that breakage occurred outside of the patient. The case was completed with like-devices with no patient harm or delays. The sales rep was not present for the case and could not provide any additional information. The sales rep could not provide lot numbers for the devices. The devices were discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.